Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced endoscope system controller (esc) to resolve the issue. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a message indicating poor image quality on the endoscope and an inability to use firefly, even after the endoscope was replaced. An intuitive surgical, inc. (Isi) technical support engineer (tse) first guided the customer through resetting the image settings on the system, but firefly functionality remained unavailable. The tse then asked the customer to restart the system, and after the restart the system initially appeared to function normally until error 48392 occurred. The customer elected to use the vision side cart (vsc) from another da vinci system to continue the case. There was no reported injury.